Event description:
The customer reported that a bag of insulin 100 units/100 ml was started on channel d to infuse at 4 units/hr and within 10 to 15 minutes was found empty. The adjacent module, channel c, was infusing a primary infusion of normal saline 1000ml with a secondary infusion of normal saline 500ml. Two IV sets were noted to be coming out of the top of channel d so the door was opened, and it was observed that although the insulin administration set was loaded correctly, the secondary set from channel c was also inside. The customer suspects that the additional set inside of the pump allowed the insulin to "free flow". The patient was treated with an ampule of dextrose 50%, and an infusion of dextrose 10% was started at 50 ml/hr. The patient's blood glucose was initially 300mg/dl. It was monitored every 5 " 10 minutes and slowly decreased to 200mg/dl. Serum potassium levels remained normal. Approximately three-hours after the over infusion of insulin, the patient went into cardiac arrest and died after an hour of resuscitation efforts. The customer reported that prior to the event, the patient was critically ill, on a ventilator, acidotic and septic. The customer stated that the insulin over infusion may or may not have contributed to the patient's demise.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Other devices not received, log review only.

Manufacturer narrative:
The customer¿s report of an insulin bag found to have emptied within 10 to 15 minutes after starting at 4ml/h could not be confirmed. Log analysis noted that an infusion of drugid=287 with a concentration of 100units/100ml was performed on (B)(6) 2015. The infusion was programmed at the reported incident rate of 4ml/h. The vtbi was set at 90ml making the infusion duration 22.5 hours. The infusion was terminated early after an air-in-line alarm occurred 54 minutes after the infusion was started. The reason for the early termination could not be ascertained from the log analysis. The root cause for the reported over infusion was user error. The customer reported that after finding the bag of insulin empty prematurely, a secondary set from the adjacent pump module was found trapped inside the door of the insulin pump module. The channel d pump module was infusing the insulin and it is suspected that the additional set inside the pump allowed unregulated flow of the insulin. No devices were returned for investigation by the customer.